Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during patient therapy of remdesivir 250ml, 0.4mg/ml. This was a 250ml bag with 20ml overfill and when the pump indicated the infusion was complete there were 30-80ml remaining in the bag. The event happened in the step down unit. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.